Event description:
It was reported that during a laparoscopic prostatectomy, the device gave an error code and continuously went into standby. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Results blade. Evaluation summary: the analysis results found that the ace36p device was returned with the blade scratched, however, the device did not crack. Due to the damage of the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instruction insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be indentified by generator solid tone or instrument error." The batch history records were reviewed with no anomalies noted during the manufacturing process. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.